Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle device after a thrombectomy interventional procedure using a 9f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. The preclose prostyle instructions for use (IFU), states: the perclose prostyle smcr system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access site of patients who have undergone diagnostic or interventional catheterization procedure: a) for access sites in the common femoral artery using 5f to 21f sheaths. For sheaths sizes greater that 8f, at least two devices and the pre-close technique are required. B) for access sites in the common femoral vein using 5f to 24f sheaths. For sheaths sizes greater that 8f, at least one device and the pre-close technique are required. In this case, it is unknown if the IFU deviation contributed to the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 1494- off-label use- indication for use was added as only the pre-close technique was not used when closing with a sheath size greater than 8f.